Manufacturer narrative:
Evaluation: method (B)(4) - other - the subject device has not been returned for evaluation. Additional manufacturer narrative: the reason for explant is unknown. The operative report and patient information was requested, however, no information has been received. Device history record review and product return is in progress. There is insufficient information to determine the root cause at this time.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Attempts have been made to obtain the operative report, however it was reported that the information could not be released. The reason for explant remains unknown. Overall, there is not enough information to determine the root cause.

Event description:
It was reported that a physio ii annuloplasty ring explanted at implant due to unknown reasons.